Event description:
Healthcare provider indicated that "clearly something was wrong" due to the fact that patient was getting symptom of shocking. It was also reported patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was attributed to the extension. It was also noted when the patient was reprogrammed on may 4, the voltage was changed from 1.9 volts (v) to 0.7 v.

Event description:
It was reported the patient experienced a shocking or jolting sensation that began on his left scalp and ran down his left arm and leg. The symptoms began after the patient had an implantable neurostimulator (ins) replacement in (B)(6) 2013. The patient¿s initial programming was on c+, 0-, 1.9 volts (v), pulse width of 120, and 160 hertz (hz). Impedance measurements showed unipolar impedances ranging from 5600 ohms to 9200 ohms. It was noted the sensation ¿seemed to possibly be related to torsion motion but it did not produce the sensation every time.¿ programming was changed from 0- to 1- but then the ins was pressed on therapy was adversely impacted. Additional information received four days later reported the patient also experienced the shocking or jolting sensation across his chest and ¿some flashing lights.¿ it was noted impedances were normal, around 800 ohms, until the ins was pressed on which elicited a shock and then the impedance showed higher, 5000 ohms. The patient had been reprogrammed on a different electrode configuration. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# j0357358v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).